Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not available.

Event description:
This pi is for left knee revision on (B)(6) 2018 due to broken patella. Patient called stating he had a bilateral knee replacement done. The right knee was replaced on (B)(6) 2017, patient reported he feels a popping sensation. The left knee was replaced on (B)(6) 2017 and was revised on (B)(6) 2018 due to broken patella. Patient stated he is experiencing a popping sensation after revision